Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's fall was caused because they tripped over their dog. The issue has not been resolved and no actions have been taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-14. The hcp was from the patient¿s primary care clinic; they reported that the patient¿s implantable neurostimulator (ins) was not holding a charge and was not working correctly. Troubleshooting could not be performed at the time of the report due to the hcp not having access to the patient and clinician programmer. The hcp wanted to schedule an appointment to meet with a manufacturer representative (rep) to have the ins checked. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient reported having a fall about 3-4 weeks ago and beginning a couple weeks ago they are charging too often/frequently. They used to recharge every 2 weeks but now have to recharge every 3 days. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-07. The patient stated that they called their doctor but they told the patient to call the manufacturer. The patient stated that the problem is with the battery inside their body not with the equipment. It was reviewed that the issue needs to be addressed with their doctor or a manufacture representative (rep). The patient was going to have the doctor¿s office call technical services if they needed to page a rep. No further complications were reported/are anticipated.